Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique while performing continuous ambulatory peritoneal dialysis (capd) which resulted in peritonitis. The breach in aseptic technique was further described as attendant doing capd without proper training from baxter clinical coordinator. Ten days after the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection vancomycin (1g; route, frequency, and duration not reported) and injection amikacin (250mg; route, frequency, and duration not reported) for peritonitis. Twelve days after the event onset, the patient was switched to hemodialysis. At the time of this report, the patient was recovering and remains hospitalized. On an unknown date, the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: event problem codes and evaluation codes. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.